Manufacturer narrative:
On 28-jan-2025, the following additional information was obtained: the customer stated that the issue involved a maryland bipolar forceps instrument, not a fenestrated bipolar forceps instrument as initially reported. Refer to section d for updates. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken molded insulator. A broken piece, measuring approximately 9.29mm x 1.05mm in size was not returned with the instrument. As a result, a dislodged grip tip is observed but was still attached to the instrument through the conductor wire.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted simple hysterectomy surgical procedure, the single port (sp) fenestrated bipolar forceps instrument "blade" broke. A fragment fell into the patient and was retrieved during the same procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: broken pieces fell into the body but were retrieved during the procedure. The issue was identified during instrument insertion. The instrument was being drawn by the maryland forceps. The staff removed the broken pieces; the small pieces were removed with suction. No x-rays or other imaging were performed. No additional surgical procedure was required to remove the fragments from the patient. The customer used a backup fenestrated forceps. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining the blade. No photographic images/videos were available for review.

Manufacturer narrative:
The event investigation is in progress. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device.